Event description:
The unit flickered mid case back to the "plug camera in" screen.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
The unit flickered mid case back to the "plug camera in" screen.

Manufacturer narrative:
Alleged failure: the unit flickered mid case back to the "plug camera in" screen. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The root cause is the camera head with integrated coupler serial number (B)(6) sent along with the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.